Manufacturer narrative:
Brand name - the correct brand name is sterrad® sealsure chemical indicator tape. Common device - the correct common device is indicator, chemical. Catalog number - the correct catalog number is 14202_90.

Event description:
A customer reported the sterrad® sealsure chemical indicator tape did not change color correctly after a completed sterrad® 100s cycle. The affected load was reprocessed. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of sterrad® sealsure chemical indicator tape not changing color correctly.

Manufacturer narrative:
Additional information was received by the customer stating, the chemical indicator color did not change as much as the strips run in other units. However, the color change was within acceptable range and is passing. As the chemical indicator color change was passing and showed exposure to h2o2, this complaint is deemed not reportable.